Event description:
It was reported that the catheter was placed for routine obstetric use. After the catheter was removed, the pt complained of back pain and an x-ray revealed a 4cm piece of the catheter had been retained. The pt underwent laminotomy/resection and removal of the catheter segment. There were no further complications.